Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis replicated/confirmed the customer's reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal were damage observed. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site that was not related to the customer reported complaint was that the instrument was found to have abrasions to the bipolar yaw pulley at the distal end. The root cause of this failure is attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the device logs for the long bipolar grasper instrument (part# 471400-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6) 2022 via system serial# (B)(4). There were 13 uses remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. Failure analysis testing confirmed the damaged conductor wire insulation with exposed inner wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument's wire insulation was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred after ports were placed. The instrument was inspected prior to use with no issue identified. It was unknown if the instrument collided with another instrument or tool during the procedure.